Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle/syringe.the customer reports: while using a covidien needle, the safety lock on it was broken, causing the employee to be stuck by the needle. The employee was stuck prior to doing an injection on the patient. Additional information was requested on 12/9/16 and on 12/12/16 with no response to date.